Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and (B)(6) 2010 and mesh were implanted into the patient. Dates not clarified. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted, concurrently with a hysterectomy, enterocele closure, and right inguinal hernia repair with phs mesh placement. It was reported that following insertion the patient experienced pain, erosion, infection, and urinary problems. It was reported that patient underwent partial explant on (B)(6) 2011 due to sui retention. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent mesh removal on (B)(6) 2011 by dr. (B)(6) at (B)(6).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.